Manufacturer narrative:
H3: product analysis: no conclusion can be drawn at this stage. Device evaluation is anticipated but has not yet begun. Product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the motor was overheating. No patient impact reported. Additional information was received stating that during pre-op, it was reported that was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of overheating as the maximum temperature was within s pecification at 97°f. It was noted that the bearings sound worn and the end of the collet shaft is worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.